Manufacturer narrative:
There is no indication that the customer reported complication of pneumothorax was related to a product issue. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure. An ion product was not returned to intuitive surgical, inc. (Isi) for evaluation. A system log review was not performed, as the reported complaint is not associated with any system errors or logged system events. Pneumothorax is a common complication for lung biopsies. It usually requires an integrity breach of the outer lining of the lung (e.g., needle puncture), which allows air to enter the pleural space, which may lead to a lung collapse. The probability and risk for pleural puncture through the endoluminal route increases with the lesion¿s proximity to the pleura. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the patient underwent an ion transbronchial lung biopsy procedure and developed a very small pneumothorax, which was identified on a post-operative chest x-ray. The biopsy was performed on the right lung and was completed with no complications or delays. It is unknown if the patient experienced any symptoms. A chest tube was placed, and the lung reinflated hours later. The patient was stable and set to be discharged the following morning. At the time of the report, there were no allegations that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc., (isi) followed up with the reporter and obtained the following information: the ion system did not exhibit any issues or unexpected behaviors that may have contributed to the pneumothorax. The biopsied lesion was located in the left upper lung, and the nodule was 33mm from the pleura. The ground glass opacity (ggo) was 23mm from the pleura and 11mm from the minor fissure. The patient was diagnosed with adenocarcinoma. The pneumothorax was unexpected and it is not clear what caused it. The patient reported chest pressure and remained hospitalized for 24 hours. An 8fr chest tube was placed. The patient was discharged home after the 24-hour hospital stay.